Event description:
A review of the events indicated that two patient samples tested on the neo iris, automated blood bank system produced inaccurate results. A review indicated that the neo iris automated blood bank system's malfunctions produced two inaccurate abo rh results using the abo forward typing assay and historical results for the patients; inaccurately typing anti-d and anti-a. Subsequent testing of reagent retention lots, reviews of design history records and reagent antigen validation testing of the initial bulk product used for commercial vialing showed acceptable results. Through post event tests and investigations, no specific causes were determined for the malfunctions.